Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for an in clinic device check, multiple high rate atrial episodes were observed. Intracardiac electrograms (iegms) showed undersensing. Programming changes were made and resolved the issue.